Manufacturer narrative:
H3: the returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. During the manufacturing process, the ins is tested post sterilization ((B)(4) 2018). The battery voltages lower and upper limits are between 3.05 volts and 3.35 volts. This ins was not used until about 11 months later ((B)(4)2018) and the battery voltage at that time was determined to be 3.06 volts. Since the minimum voltage allowed during the initial testing procedure is 3.05 volts, it is the minimum acceptable voltage for the start of the of the 18 month shelf life therefore, it is not uncommon for the activa battery to quickly drop voltage at the beginning of the battery life and while a battery voltage of 3.06 volts may be lower than is typically seen, 3.06 volts at the start of the implant date is not unexpected. H6: conclusion code 71 has replaced code 92. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that during the deep brain stimulation (dbs) and prior to implanting the implantable neurostimulator (ins), it was found that the battery voltage was 3.06v and lower than normal. As a result the device was not used and another ins implanted instead to complete the procedure. It is unknown what environmental factors may have contributed to the issue, with it noted as unresolved at the time of the report. No patient symptoms were alleged and no further complications are anticipated